Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not power on. A field service engineer found that the pyxibus cable was rubbing against the third drawer on the back panel, which exposed the copper and may have caused the failure of the main half height drawer 2.2 controller board. Replaced the pyxibus cable and the controller board. Issue resolved. Customer tested and confirmed no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was not working at all. User tried to reboot the device, but issue doesn't resolve. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.